Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the right ventricular (rv) lead high thresholds, unstable thresholds and no capture were observed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the right ventricular (rv) lead, high thresholds, unstable thresholds and no capture were observed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.